Event description:
It was reported that the patient underwent gynecological procedure in 2011 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
The patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a partial hysterectomy. It was reported that the patient underwent surgical removal of mesh on (B)(6) 2011, due to vaginal mesh erosion and frequent urinary tract infection. Patient had the following mesh revision/explantation due to erosion and recurrent pelvic organ prolapse: (B)(6) 2011 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent an intepro sling implantation on (B)(6) 2012 due to stage iii recurrent apical and anterior vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.